Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to loosening of the tibial component at the cement to implant interface. The femoral and patellar components were well-fixed and retained. There were no intraoperative complications noted. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (tibial components).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on 19 dec 19. 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 jun 18. H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal.